Manufacturer narrative:
A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported error messages and traced the issue to jammed pumps on the patient circuit. A new patient tank bridge assembly was fitted to resolve the issue. Full calibration and functional checks were carried out and electrical safety checks were performed. No further issues were discovered. Evaluated on-site by sorin rep.

Manufacturer narrative:
There was no patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error messages during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error messages during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error messages during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported error messages and traced the issue to jammed pumps on the patient circuit. A new patient tank bridge assembly was fitted to resolve the issue. Full calibration and functional checks were carried out and electrical safety checks were performed. No further issues were discovered. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on-site by sorin rep.